Event description:
It was reported that the right atrial (ra) lead exhibited undersensing resulting in premature termination of detected atrial tachycardia/atrial fibrillation (at/af) episodes. Additionally, the cardiac resynchronization therapy defibrillator (crt-d) delivered therapy for a detected ventricular tachycardia (vt) episode. It was noted that the crt-d initially withheld therapy due to the af/atrial flutter discriminator, but the vt episode was reclassified as a dual tachycardia and therapy was delivered. It was recommended to discuss the findings with the physician to determine if the treated vt episode was af with rapid ventricular response or vt. The crt-d and ra lead remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: 429888 lead; implant date (B)(6) 2017. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.